Manufacturer narrative:
In-house testing was performed with retention product using known duffy and kidd positive donor samples. Retentions performed as expected. The customers submitted sample resulted as negative with the antibody screen and reacted 2+ to 3+ with cells 4, 10 and 13, and 1+ with cell 11 of the ID panel. The pattern was not sufficient to identify an antibody from the master list. An antibody screen was performed using a different lot of retention capture-r ready-screen (3) test wells. In-house donors reacted as expected. The customers sample resulted as negative. Sample was also dat negative and negative by gel method. The unexpected negative reactivity appears to be related to the nature of the sample having an antibody at or below the level of detection for the capture-r method. The investigation did not identify a product deficiency.

Event description:
A customer reported obtaining an unexpected negative reaction with capture-r ready-screen (3), lot e074, on the echo instrument.